Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product returned. Conclusion: based on the information available, no conclusion can be drawn. If additional event information is received, a supplemental report will be file. (B)(4).

Event description:
Medtronic received information that one month post implant of this transcatheter bioprosthetic valve, a femoral artery occlusion was noted at the access site and femoral bypass surgery was performed to treat the occlusion. No adverse patient effects were reported.